Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient data was not current due to a patient interface issue. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient data was not current and had patient interface problem. A technical support specialist identified that messages from the carefusion coordination engine (cce) were delayed by approximately two hours. After restarting the cce services, the queued messages began processing, and the timestamps aligned with the current time. Communication was established with customer, who confirmed that the issue had been resolved and that the customer was able to view the patient and order as expected. The customer also confirmed that the patient or order delay icon was no longer appeared on the station. The case was then proceeded to closure. The system functioned as intended after the technical support specialist troubleshot the device.